Event description:
It was reported that during a laparoscopic low anterior resection, the device had a difficulty in being removed. The device was used on the rectum. There was a possibility that the target tissue have been uncut. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what confirmation was received that the device fully fired? No information did the device staple? No information if the device stapled was the staple line complete? No information if the device stapled what was the appearance of the deployed staples (b-formation, irregular, legs straight)? No information did the device cut? No information if the device cut was the cut line fully circumferential around the target tissue? No information if the device fully cut, were all tissue layers present in both donuts when inspected? No information how many counter-clockwise revolutions were used to open the device? No information based on the issue with removal did the case stay laparoscopic? No information was the safety reset before removal attempted? No information.